Manufacturer narrative:
The remote service engineer (rse) confirmed the issue. The rse stated that after the ventilator was turned on, the alarm indicated an insufficient oxygen pressure. The rse provided remote guidance to check the condition of the ventilator and found that the detection data of the ventilator was normal. The customer was advised to check the oxygen supply terminal and oxygen connector. After the customers investigation, it was found that the oxygen joint was damaged, resulting in air leakage. After the replacement of the oxygen joint, the ventilator resumed normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem.

Event description:
Philips received a complaint from the customer about the v60 ventilator. The user found that when the ventilator is turned on, the device displays insufficient oxygen pressure. It is unknown if the device was in patient use at the time of the reported event. There was no patient harm or injury reported. The investigation is ongoing.

Manufacturer narrative:
Reporting institution phone: (B)(6).